Event description:
Pt presented to ER following two episodes of ICD discharge. Evaluation of the ICD showed intermittent failure to capture. The decision was made to explant the device and upgrade to a dual chamber ICD. The pt underwent explantation of the ICD and lead removal, with lead replacement and upgrade to dual chamber ice.